Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A cone conical stem that was implanted on (B)(6) 2016 became infected. The 36 mm head and proximal body were removed and hip washed out.

Manufacturer narrative:
An event regarding infection involving a restoration modular body was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for inspection. Medical records received and evaluation: not performed as no medical records were not provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 3 other similar events for the reported sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
A cone conical stem that was implanted on (B)(6) 2016 became infected. The 36mm head and proximal body were removed and hip washed out.